Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's display not visible on power up and can't retrieve log of the device. No repair performed due to the device not needed for inventory. The unit will be scrapped.